Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and loaded with a fully fired cartridge that was noted to be in good visual condition. When tested for functionality with a test cartridge, it fired, cut, and formed the remaining staples without incident. Event described could not be confirmed as the staples were noted to have the proper b-formation. Cartridge batch y5fl46.

Event description:
It was reported that during a gastrectomy procedure, there were malformed staples. The procedure was completed by hand-suturing. There was no pt consequence.